Event description:
Reportable based on analysis completed on 16aug2012. It was reported that during a coronary artery stenting treatment procedure failure to cross the lesion occurred. The 80-90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). The lesion was predilated. A 3.5x32mm promus element was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The device was removed intact. There was no patient complications reported and the patient's status was stable. However, the returned device revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. . Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage. The stent struts were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).